Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) was used to close the artery after a leg angiogram; however, upon inspection, the sealant was exposed and slightly expanded. This was recognized prior to prep or inspection. The device was not used and a new 5f mynx control vascular closure device (vcd) was pulled and it was fine. There were no adverse events noted and the patient was unaffected. There was no reported patient injury. The operator is trained to use the device. The device was opened in a sterile field. The device was intended to be used in a diagnostic peripheral study. The device was stored and prepped as per the instructions for use (IFU). There was no damage and/or compromise to sterility of the packaging of the device. The sealant exposure was noted right after removal from the package. There were no damages noted to the sealant sleeves. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button #1 and button #2 were in the manufacturing position. The sealant was observed on the proximal neck of the balloon, swollen and damaged. The returned sealant had a green stain, which could have been caused due to dilution of the saline solution during prep. The returned sealant outer sleeve assembly was observed to be kinked/damaged. The syringe was attached to the returned device. The procedural sheath was not returned with the device. Per microscopic analysis, the sealant¿s outer sleeve assembly was kinked/damaged, and the sealant was also swollen and damaged. Per functional analysis, the simulated deployment test was performed, and button #1 was depressed. The device performed as intended. A product history record (phr) review of lot f2030804 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature/during prep¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Handling factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, that could cause the sealant exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) was used to close the artery after a leg angiogram; however, upon inspection, the sealant was exposed and slightly expanded. This was recognized prior to prep or inspection. The device was not used and a new 5f mynx control vascular closure device (vcd) was pulled and it was fine. There were no adverse events noted and the patient was unaffected. There was no reported patient injury. The operator is trained to use the device. The device was opened in a sterile field. The device was intended to be used in a diagnostic peripheral study. The device was stored and prepped as per the instructions for use (IFU). There was no damage and/or compromise to sterility of the packaging of the device. The sealant exposure was noted right after removal from the package. There were no damages noted to the sealant sleeves. Other procedural details were requested but are unknown, unavailable, or not applicable. The device is expected to be returned for evaluation.